Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full name: okamoto hospital (foundation), kyoto okamoto memorial hospital UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a sterile water leak was discovered from foley catheter during pre-testing, and use was suspended.

Event description:
It was reported that a sterile water leak was discovered from foley catheter during pre-testing, and use was suspended. Per notification from ucc on 16dec2025, it was reported that asymmetrical balloon was found during sample evaluation on 12nov2025.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe. During testing, when inflating the catheter balloon using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was observed. Concentricity of catheter balloon is 80/20 on both sides of balloon. The balloon deflated within 01min12sec. This is within specification per inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.